Event description:
The facility representative reported a colleague infusion pump with a constant alarm. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "constant alarm" was confirmed and reproduced during product evaluation. Service confirmed failure code 531:xxx occurring upon power up due to a faulty user interface module. The user interface module was replaced to correct this condition. A service history review revealed that this device was previously serviced for the current problem. During previous service the batteries and harness were replaced. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.